Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and occlusion are listed in the xience sierra, everolimus eluting coronary stent system, electronic instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 two xience sierra stents (sizes 2.5x23 and 3.0x28 mm) were implanted in the proximal left anterior descending coronary artery. At the end of the procedure, it was noted that the small diagonal branch became occluded. In the following hours after the procedure, the patient had moderate chest pain and a significant rise in the ck-mb cardiac enzyme. The patient was diagnosed with a myocardial infarction (mi). The mi was due to the diagonal occlusion; not due to thrombus. The morning after the stent procedure, on (B)(6) 2019 the patient no longer had chest pain and the ck-mb started to normalize. A repeat coronary angiography was not performed as the transient chest pain and rise in ck-mb were expected and proportional to the diagonal branch occlusion. The hospitalization was prolonged for 24 hours and the patient continued to be without symptoms. The patient was compliant with dual antiplatelet therapy. No additional information was provided.